Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited a high capture threshold of 2.75 v, 1.0 ms. The lead was capped and replaced.